Manufacturer narrative:
Date of event is unknown. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on (B)(6) 2018. Post-operative two screw heads broke. Patient underwent revision surgery on (B)(6) 2018. Patient was implanted with new longer plate. Patient outcome was reported as well. Upon the review of provided x-rays, it was noted that three screws broke postoperative. Concomitant devices reported: ti lcp(tm) distal femur plate 11 holes/276mm-right (part# 422.256, lot# l654580, quantity 1); lockscr ø5 self-tap l44 tan (part# 413.344, lot# l606571, quantity 1); lockscr ø5 self-tap l30 tan (part# 413.330, lot# 9107664, quantity 1); lockscr ø5 self-tap l44 tan (part# 413.344, lot# l659080, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l669487, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l556601, quantity 1); lockscr ø5 self-tap l75 tan (part# 413.375, lot# l700132, quantity 1); 5.0mm ti locking head screw self-tapping 70mm (part# 413.370, lot# l675253, quantity 1). This report is for one (1) 5.0mm ti locking head screw self-tapping 36mm. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 413.336, lot# l749744. Manufacturing location: grenchen, release to warehouse date: jan 24, 2018. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. All dimensions of the broken screw that are relevant for the complaint condition were measured and have fulfilled their specifications according to the drawing. Besides, during the manufacturing process all the relevant features were inspected and documented according to the inspections sheet. Therefore, this screw was manufactured according to its quality standards and a manufacturing issue can be excluded. The material certificate was received and reviewed. It fulfills all specifications. The complaint's received condition confirms the complaint description since the screw was broken as claimed by the customer. However, from the manufacturing point of view this complaint is rated as not confirmed since no deviations were found in the documentation as well as during this investigation, all relevant measurements performed were according to the specifications. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the plate and locking screws were implanted on the right distal femur.